Event description:
It was reported that toward the completion of a tka procedure, when moving from the "collect postoperative baseline" to the "postoperative stressed gap assessment", the case closed and the software went back to the start screen. All this was triggered by touching the continue button in the "collect postoperative baseline" screen. Attempts to go back into the case were made but the software required to many steps and the surgeon became frustrated and continued the procedure without navio using manual instrumentation.

Manufacturer narrative:
The device was used during treatment when the software exited to the navio patient screen. The log files were returned for evaluation. DHR review found that the software version (navio rc-5205) had been validated. A complaint history review found similar complaints of the reported issue and it will continue to be monitored. This failure has been identified in the risk file. The surgical technique guide released at the time of the complaint provides instructions that cover in the event of system crash. The relationship of the device and the reported event has been established. Review of the log files confirmed that there was software crash which was caused by deletion of a button's icon object in the function thread while it is still being accessed in the interaction thread. Therefore, the root cause of the reported event was due to software failure. This issue is being investigated by the software engineering team. Per complaint details, the device malfunctioned during use. Based on the information provided, there was a surgical delay, however, there was no patient injury/impact as the procedure was completed with manual instrumentation; therefore, no further medical assessment is warranted at this time.